Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that prior to an unrelated surgery, an alert for non-sustained rv oversensing was observed. Patient will be followed-up in clinic for device check after recovery. Vibratory alert was turned off. Patient was stable.